Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with blood glucose readings exceeding 500 mg/dl while using the ilet with a 23-inch teflon infusion set, despite multiple site changes and confirmation that insulin flowed freely; the cannula appeared straight upon each removal, and no device alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included self-administration of a manual insulin injection and subsequent correction of glucose levels, after which the user reconnected the ilet and resumed insulin delivery, with no hospitalization. Investigation included customer support troubleshooting focused on the ilet and education to replace the infusion set. Investigation of this case revealed no device alarms or clear device malfunction, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.